Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Further information regarding the status the iabp and its repairs have been requested, however, no further information has been provided. If any further information is provided a supplemental report will be submitted.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shut off twice while in use on a patient. No adverse event has been reported.

Manufacturer narrative:
The getinge fse reported while examining the power activity log on the days of therapy she fse found the iabp would change from bulk power to battery power and back again when unit was plugged into ac power. The fse replaced the power management board and charged the batteries. The fse checked the logs and did not see any further issue with power management. The fse performed calibration and checks and at the end of checkout found the iabp would shutdown when battery 2 was removed and not switch over to battery 1 which was charged. The fse ordered new batteries and returned(B)(4)-2018 and replaced the batteries and checked for proper charging and discharging. All operations were found to be good and the fse returned the iabp to the customer, cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) shut off twice while in use on a patient. No adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported that upon arrival to the facility the iabp batteries were dead and had to wait until they were charged to begin troubleshooting. The fse was not able to reproduce the reported malfunction, but did find some strange things in the power activity logs. The fse determined the power management board was possibly the cause of the failure and replaced it. The fse continued with the check out and at the end found other power issues. The fse will return at a later date to complete the repair. Additional information regarding the status the iabp and its repairs have been requested, however, no further details have been provided. If any additional information is provided a supplemental report will be submitted.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shut off twice while in use on a patient. No adverse event has been reported.